Manufacturer narrative:
Lot: 14632296, (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with gore tag thoracic endoprosthesis (tgu343420j/14779798) using gore introducer sheath (dsl2228j/14632296) to treat a thoracic aortic aneurysm rapture. After removing the dsl2228j from right femoral artery, dissections at common iliac artery and at external iliac artery were identified. Metal stents were implanted in the dissections area. The dissection was repaired. The patient tolerated the procedure. On the same day, a paraparesis was found. Cerebrospinal fluid drained procedures were performed. The physician took a wait and see approach. No further information is available. (B)(6). Gender:male. The following patient information was asked by the clinical specialist but was not available: weight, date of birth, medications, pre-existing conditions:

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.